Event description:
It was reported that the patient underwent a surgical procedure to extend of to l3 of a previous l4-s1 construct. It was reported that the washer of the crosslink fell off during surgery. The crosslink was still implanted. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.